Event description:
It was reported that the insulin pump alarmed during the manual prime process. Insulin was also squirting out during the same process. The reporter was unable to leave the prime process. Different sets were tried and the issue was not resolved. The insulin pump was not dropped or bumped. The insulin pump did not come in contact with moisture. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during prime test at 4 pounds due to moisture damaged force sensor resistor gold. The insulin pump was received with missing end cap sticker, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.